Event description:
In an attempt to repair a descending thoracic aneurysm, the physician transposed the celiac trunk, superior mesenteric artery, and both renal arteries in preparation for the placement of two gore tag thoracic endoprosthesis. Already in place was an aortic bifurcated femoral surgical graft (type unknown). The first device placed was landed from the aortic bifurcated femoral surgical graft to the mid descending thoracic aorta. The second device was telescoped up the aorta. The second device was telescoped up the aorta and placed in the descending thoracic region. A spinal drain was in place during the procedure. Postoperatively the patient was reported to be experiencing symptoms of paraplegia. Further intervention was not noted as this time.